Event description:
It was reported that the cadd pump generated an alarm indicating that the cassette reservoir was empty, despite fluid still being present and the pump displaying 13 hours of infusion time remaining. A new cassette was prepared, and the patient was switched to a backup pump. Pharmacy troubleshooting was completed, and the issue was resolved. The patient was able to continue their life-sustaining therapy. The event occurred during infusion. There was patient involvement, but no patient harm. The outcome of the event was resolved.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.